Event description:
Per the clinic, the patient developed a recurrent infection at the abutment site and subsequently was treated with oral and topical antibiotics in march 2022 (specific date and duration not reported), however, the issue did not resolve. The patient was again treated with oral and topical antibiotics twice in april 2022 (specific date and duration not reported). The patient was then treated with an injectable steroid in april 2022 and underwent revision surgery with silver nitrate to the granulation tissue in april 2022 (specific date not reported). Subsequently, the abutment was removed on june 21, 2022 and the abutment site was treated with topical antibiotics (duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 11, 2023.